Event description:
The customer reported call that they experienced high blood glucose. The customer¿s blood glucose level was 27.4 mmol/l at the time of incident. The customer¿s current blood glucose value was 31.8 mmol/l. The customer was feeling sick and they did wet the bed at the time of incident. It was unknown hot the customer treated high blood glucose. It was unknown that the insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the insulin pump was programmed accurately. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.